Event description:
It was reported that the blood filter spike penetrated the blood bag causing blood to leak from the bag. An unspecified amount of blood was discarded. An unspecified amount of pre-reserved blood was used for transfusion. There were no adverse consequences reported in relation to the transfusion. No further information was able to be obtained by the customer.

Manufacturer narrative:
The device was not returned to the manufacturer because it was discarded by the account.